Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred on an unspecified date during (B)(6). At this time the patient obtained blood glucose results of ¿224mg/dl¿ with the subject meter and ¿156mg/dl¿ on another device performed within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with insulin (no adjustments) and stated that from mid-january till present they had been consuming less food and/or drink. The patient stated that during ¿late january¿ their ¿sugar dropped low¿, and they were taken to the emergency room by the emergency medical services (ems). The patient¿s blood glucose was measured on an ems meter and a result of ¿30mg/dl¿ was obtained. In response to this, the patient was given IV glucose by a healthcare professional. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to test on the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.

Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.